Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 1 of 2. Reference MFR. Report # 3006705815-2018-03104. It was reported following a trial implant on (B)(6) 2018 the patient developed an epidural hematoma. The patient was hospitalized and a MRI confirmed epidural hematoma. The trial leads and hematoma were surgically removed on (B)(6) 2018.